Event description:
First surgery (thr) was done on (B)(6) 2014. Patient reported to hospital again on (B)(6) with the complaint of pain and severe limp for last 15 days before his arrival. Post x-ray surgeon found that the femoral head was quite close to metallic acetabular shell and there was a small pin like shadow just below femoral head. Surgeon felt metallic rubbing sound during clinical examination. Then the surgeon suspected liner displacement. Revision surgery happened on (B)(6) 2014 and operative finding were: 1. Liner was dislocated from its original position. 2. The locking mechanism of liner to shell was broken and small piece was lying free. 3. Femoral head shown signs of scratches to shell due to rub against shell. Shell, liner and femoral head were changed. Now the patient is pain free and walking again. Exact date of event is not confirmed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The products were returned for analysis by applied research whereby visual and microscopic inspection, geometrical analysis, and taper scoring was conducted. The results were reviewed by bioengineering and concluded that with the information provided the root cause cannot be determined. A review of manufacturing records and complaints database search did not identify any anomalies. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.